Event description:
Customer advised that his blood sugar was 368 mg/dl this morning. He advised that his normal range is under 200 mg/dl. Customer is contributing the high blood sugar to the fact that his pump is not delivering his basal insulin at all. Customer is convinced he only receives insulin when he boluses. Customer is able to self treat his high blood sugar by bolusing to bring it back down. He has not required any outside medical assistance. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.